Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right atrial (ra) lead exhibited noise over-sensing, leading to inappropriate mode switches. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.